Manufacturer narrative:
(B)(4). Six actual and five companion samples were submitted for evaluation. A visual inspection of the samples did not reveal any abnormalities. The samples were then submitted for functional and clear passage testing. The results of these tests were satisfactory and did not reveal any defects. The reported condition was not confirmed and no root cause was identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Event description:
The customer reported to baxter an unknown quantity of v-link luer activated devices in which a no-flow/restricted flow was detected in the pharmacy. According to the report, the pharmacy prepares a myriad of drug solution mixtures into solution bags to be used for surgery. To prepare the bags, a 15.5 gauge kendall monojet hypodermic needle is inserted into an unknown baxter made bag. Using this needle allows the user to access the injection port of the bag only once minimizing the risk of contamination. The baxter product surveillance specialist informed the reporter that these bag injection ports are recommended for 20-22 gauge needles only and the reporter acknowledged this and the risk of coring; however, they stated they have been doing this a long time and are very careful when accessing the bag. A v-link luer access device (lad) is then connected to this needle for access from a variety of 1.0-60ml luer-locking kendall syringes. The facility can perform this process many times and the v-link lads will work fine, then they hit a few that do not flow well or at all. When this occurs, the lad is swapped out for another. The facility has not reported this in the past and the reporter did not know the exact number of times this has happened, but wanted it reported so the condition could be looked into. It was speculated that the customer may have discarded approximately 50 valves due to the reported problem during the past couple months; however, the exact quantity is unknown. The condition always occurs before patient use while prepping the drug solution bags before surgery. Since there is no patient involvement, there was no patient injury or medical intervention associated with these events. No additional information is available.